Event description:
The rn was helping the patient's bedside nurse after the patient's admission to intensive care unit after placement of left ventricular assist device (lvad). There were multiple IV bags hanging on the IV pole, some on the same hook. The rn gently lifted the bag of lactated ringer's (lr) solution to move it to a different hook on the pole. When she lifted the lr bag, the tubing above the IV pump suddenly came apart from the tubing in the pump infusion channel. This interrupted the patient's lr infusion that was also the carrier solution for the patient's critical vasoactive infusions. New IV tubing quickly changed and lr infusion resumed.the rn states that she did not put any tension on the IV tubing when she moved the bag. Tubing was slack and loose the entire brief time of moving the bag to the different hook.tubing is the alaris smart site infusion set item #2426-0500. Packaging for lot number is unavailable because this pump was initiated in the operating room earlier today.